Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for gel air bubbles with the incident lot was observed. Evaluation of the customer samples was performed and gel air bubbles was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Based on evaluation of the customer samples, the customer¿s indicated failure mode for gel air bubbles with the incident lot was observed. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had bubbles in the gel. No report of medical intervention or serious injury.